Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-24312. The patient was implanted with two scs leads from the same lot number. It was reported the patient's pain has been getting worse and her scs has "not been working". The patient is scheduled to have her scs system removed. Follow-up identified the patient's entire scs system was removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.